Event description:
On (B)(6) 2011, the pt reported, there are segments missing from the display of her infusion device. She stated, the missing segments from a straight line through the middle of the display. The pt changed the battery and was unable to resolve the issue. She is able to read the delivery amounts. The infusion device has not been dropped or exposed to liquids. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.